Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recv1511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that redness developed at the puncture site five days after catheter placement. It was suspecte that this may be catheter related thrombus and reported to the hospital. No other information was provided.